Event description:
The customer reported via phone call that the insulin pump's battery life was several hours long. The customer was shipped a replacement battery cap and that did not correct the issue. Customer stated that she had been receiving low battery alerts, but did not receive a weak battery alert. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The battery icon shows a full bar with a new battery. The insulin pump has cracked battery tube threads.